Manufacturer narrative:
Device evaluation: lens was returned in liquid in a lens vial. Visual inspection found the haptic torn. Claim# : (B)(4).

Manufacturer narrative:
(B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the haptics of a tmicl12.6, -11.50/1.5/085 (sphere/cylinder/axis), implantable collamer lens stuck together and unfolded upside down upon insertion into patient's left eye (os) on (B)(6) 2019. The lens tore during removal, backup lens was implanted during initial surgery and resolved problem. Cause of the event is reported as unknown.